Manufacturer narrative:
E1reporting institution name - (B)(6) university

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue via confirmation of error, "cooling fan speed error", in the event logs. The fse replaced the cooling fan and confirmed the reported issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service.